Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The leakage was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the problem was resolved by cleaning expiratory cassette's membrane. The issue has been resolved and the device was delivered to the user in working condition. It has been determined that the most likely root cause is design labelling. The problem is related to dirty expiratory cassette¿s membrane, therefore cleaning manual for ventilation products will be updated.

Event description:
Manufacturer's ref.#: (B)(4).